Event description:
A customer reported to baxter (B)(4) of an interlink injection site in which operator was unable to disconnect the male luer from unknown product. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an interlink injection site in which operator was unable to disconnect the male luer from unknown product was confirmed during sample evaluation. The sample arrived out of the pouch primed. Visual inspection confirmed that the injection site's steam was damaged. The assignable root cause of the reported condition was due to threaded core and inner core insert wear out which lead to unsmooth part release and damaged stem within manufacturing facility. Additional information: this issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.